Event description:
End user's wife reported that the motor on her husband's m51pr power chair was skipping when going down a ramp. End user was going down the ramp, could not control the chair and it went into the side of the ramp. User sustained a scrap, with no blood, on his right arm. No alleged medical intervention. The wife also stated that the chair displayed a four wrench flash error code.